Event description:
It was reported to ge that the user was able to lower the magnetic resonance table when the cradle was in the magnet bore. The cradle fell 3 inches off of the bridge edge, causing the pt to have neck discomfort.